Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infection one after another and severe headaches. Patient also states an error message come up pn machine and turned off. Also, device did not have enough air pressure and was different from another bipap machines as per as air flow and health. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infection one after another and severe headaches. Patient also states an error message come up pn machine and turned off. Also, device did not have enough air pressure and was different from another bipap machines as per as air flow and health. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found, and secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. Box: h has been updated.